Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field by either a stryker technician or by the customer, and the issue was confirmed; 2 devices had worn components, 2 devices had broken/damaged components, and 1 device had a missing component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported there was reduced brake force. There was one instance with patient involvement, with no reported consequences to the patient.